Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the patient's programming history indicated that a system diagnostics test was performed on (b(6) 2010, and a final interrogation was not performed after. Although this diagnostic did not fault, it was noted upon interrogation at the next visit, that the patient's settings were changed. The settings were adjusted at this next visit.